Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for both the lead and generator confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient does not have any complaints at this time and feels that vns has helped her depression and would like to have her device replaced prior to battery depletion. It was reported that if the patient's insurance does not cover the surgery then the surgeon will not be able to replace her system. It was reported that the patient's device was not programmed off because the patient wants to continue therapy. The surgeon believed the high impedance was due to the battery and does not plan on seeing the patient unless she is able to have the device replaced. The patient currently does not have a treating physician. There was no patient manipulation or trauma that occurred that could have caused or contributed to the high impedance. The patient reported that she will wait and see if insurance will cover the replacement in the future.

Event description:
It was reported that the patient was seen by the surgeon again to discuss having the vns explanted or replaced. However, no surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4)..

Event description:
During a review of the programming history database for the generator, it was revealed that the high impedance was observed two days earlier than initially reported.

Event description:
It was reported via phone call from an MRI facility that the patient's vns had been programmed off for a while.